Event description:
On 31-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs of tubing connector were deformed, and it does not make the click. Making it impossible to get keep connect the tubing connector at the cannula base piece. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report (dated on (B)(6) 2019), it was noticed that the infusion set's tubing had detached from the site, while sleeping. Furthermore, she had changed the needle and the needle, which was sticking on the patient's skin, got dislodged completely. Her gown got wet and she was unable to get the tubing out of the reservoir. She changed her set and her blood glucose level at the time of incident was reported to be 300 mg/dl. The site location was right side of patient's abdomen and the infusion had been in use for one day. The infusions were stored in her room, which was comfortable. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the site while sleeping. Furthermore, she had changed the needle and the needle, which was sticking on the patient's skin, got dislodged completely. Her gown got wet and she was unable to get the tubing out of the reservoir. She changed her set and her blood glucose level at the time of incident was reported to be 300 mg/dl. The site location was right side of patient's abdomen and the infusion had been in use for one day. The infusions were stored in her room, which was comfortable. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.